Event description:
It was reported that during the implant procedure, a right atrial (ra) lead was attempted and not used as the physician was unable to deploy the screw prior to entering body even after 36 turns. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).